Manufacturer narrative:
H.6. Investigation: a photo was received that seems to clearly exemplify a leak at the filter in set. This has verified the customer's complaint of leakage. Without a physical sample for investigation, the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked the study drug 9ing41 diluted with 0.9% sodium chloride during the infusion. The following information was provided by the initial reporter: "we have multiple instances with alaris 1.2 mcn filter leakage via air vent. Nurses have been wrapping the filter with chemo pads and there were still significant leaks". "And with administration set with 1.2 mcn filter alaris smart-site® pump module ¿ 2420-0007 when study drug 9ing41 was diluted with 0.9% sodium chloride was infused at 500 ml/hr rate over 2-4 hours." "The drug is red color. Sometimes we see the small spots of the leak next to the filter air-vent and sometimes it is a significant leak with drug leaking on the floor."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked the study drug 9ing41 diluted with 0.9% sodium chloride during the infusion. The following information was provided by the initial reporter: "we have multiple instances with alaris 1.2 mcn filter leakage via air vent. Nurses have been wrapping the filter with chemo pads and there were still significant leaks" "and with administration set with 1.2 mcn filter alaris smart-site® pump module ¿ 2420-0007 when study drug 9ing41 was diluted with 0.9% sodium chloride was infused at 500 ml/hr rate over 2-4 hours." "The drug is red color. Sometimes we see the small spots of the leak next to the filter air-vent and sometimes it is a significant leak with drug leaking on the floor."